Event description:
A non healthcare professional reported that cannula in the pack are faulty and crack, cannulas were occluded. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation; however, the customer provided a picture of the reported event. The label package for the cannula with lot d0823co is visible in the provided photographs. The supplier's investigation of the cannula revealed the root cause to be an error derived from the electropolishing process. The residue was remnants from the electropolishing process. Their product qualification indicated that trace levels of electropolishing solution were present within the final product. The supplier has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken. Inspected all on hand inventory for any residuals as identified within the complaint and resulted in no product was identified with white residuals on the tip. Updated/established the frequency of replacing the electropolishing solution in the electropolishing process based on the manufacturers' recommendation. Updated the electro polisher service log to include a check to ensure the service is being executed. Revised the equipment activity log to include check to monitor activities being executed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. No further action has been identified for this reported event at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).